Event description:
Arthrex flipcutter (11mm) broke in half while being used on a patient.what was the original intended procedure?right knee surgery.device #1is this a laboratory device or laboratory test?no.